Manufacturer narrative:
On (B)(6) 2016 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 13 may 2016 the medical affairs director performed a clinical evaluation and commented as follows: femoral revision of tha 1,5 years after primary. Patient of unknown weight, with impressively thick cortical walls on the femoral canal. The stem looks correctly implanted, but it shows signs of proximal loosening, for causes that cannot be determined. I do not see any reason to suspect that a faulty device originated this revision, but the root cause remains undefined. Batch review performed on (B)(6) 2016. Lot 145885: (B)(4) items manufactured and released on 29 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of instability. The surgeon saw that the stem had become loose. The surgeon revised the stem, liner and head. The surgery was completed successfully. X-rays are available. Explants are not available.